Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer was depuy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2014, the patient underwent a right knee arthroplasty due to degenerative joint disease. Depuy attune knee products were implanted with depuy cement x 4. There were no indicated intra-operative complications. On (B)(6) 2018, the patient underwent a right knee revision to address pain, adhesion, tibial tray loosening at the cement to implant interface, and tibial bone loss. The tibial insert and tibial tray were revised with depuy products and competitor cement. The patellar and femoral components were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b1 (product problem), b5, b7, d7a, d10, g2, h6. H6 clinical code: appropriate term / code not available (e2402) is used to capture bone injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, e1, e2, e3, g1. E3 initial reporter occupation: lawyer.